Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient representative additionally reported "neurological symptoms, including numbness, loss of sensation, and paresthesia symptoms surrounding the breast and axilla," "extravasated silicone in my tissue and lymph nodes," "pain", "in pain", "pain and suffering I endure daily," "bilateral allergan ruptured breast implants," "serious grade 3/4 contractures ," "uncomfortable in most clothing due to the mis-shaped, stiff, disfigured breast contour from the implants," "diagnosed with nhl," "fatigue", "fatigued most days," "lost 35 pounds", "affects my sleep as well as limiting my daily activity level," and "in fear of my declining health, possible double mastectomy as well as additional follow-up surgeries. My current health and my future health are uncertain and I daily fear becoming an invalid or dying as a result of these breast implants. I suffer from fear of a alcl diagnosis, scarring, disfigurement, diagnostics and explant procedures, reconstruction surgery, hospitalizations, additional care, infections, disability, chronic pain, other symptoms to include seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, ruptured implant, heat sensation, increased risk of alcl, mental pain, anguish and fear due to risk of alcl and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.